Event description:
Caller reported a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer was educated to wait for a prompt during the load process before removing a used cartridge and acknowledged the instructions. Technical support arranged for the replacement of the pump, as it was still under warranty. Customer was informed that the replacement would include updated software, which they acknowledged, and they were instructed to use multiple daily injections as a backup therapy. Technical support provided guidance on putting the pump into storage mode and returning it, and ensured customer understood how to program their pump settings and connect their continuous glucose monitor to the new pump. A replacement pump was sent to the customer.